Manufacturer narrative:
The onetouch ping insulin pump has been returned an evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's cover was removed, an intermittent connection was found to the force sensor flex pins due a cracked solder joint around the pin. The black box review reveals evidence of "load step malfunction" illustrated with multiple "no cartridge detected." Pump powers "on" and displays "verify" screen. The pump was unable to recognize the cartridge upon the first "load" attempt. Force sensor calibration reading was taken and found within specifications.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging when she primed the set after a full rewind load and prime, she has reported that 4 times this morning, it has pushed the insulin out of the cartridge during the load step and received a "no cartridge" detected warning. This complaint is being reported because evaluation discovered the force sensor pins were fractured or physically damaged. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2013, device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.